Event description:
On (B)(6) 2011, customer reported that during the pt's successful transplant surgery on (B)(6) 2011, when the clinical engineer was switching the freedom driver to the css console prior to going into the operating room, he found it difficult to depress and release the quick connectors. The quick connectors were returned to syncardia for evaluation, and the results of the investigation are set forth in the investigation report attached hereto. Upon receipt of the connectors at syncardia, it was observed that both connectors were separated from the drivelines of the freedom driver and the tah-t cannulae. Visual examination revealed that one of the two connectors had its thumb depression spring incorrectly seated in the housing. The spring was found wedged between the body of the connector and the thumb release tab.

Manufacturer narrative:
Visual inspection of the other connector confirmed that the spring was correctly seated in the thumb release tab, and the connector worked as designed. No root cause of the dislodgement of the spring in the connector can be confirmed. Clinicians are trained to thread a wire tie through the thumb release tab of quick connectors to prevent inadvertent disconnection of the cannulae to the drivelines. It is possible that when the wire tie was threaded through the connector, it dislodged the spring, which became lodged beneath the thumb release tab. While it can be difficult to depress the push button to release the quick connectors when the spring is not seated correctly, it is possible to disconnect them by using additional force. This failure mode poses a low risk to the pt, because, it does not prevent the tah-t system from performing its life-sustaining functions. The pt was successfully bridged to transplant. This is the first reported instance of dislodgement of the spring in the thumb release tab of a quick connector. This failure mode will be tracked and trended through the syncardia customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.